Event description:
It was reported that occlusion alarms occurred. Multiple follow attempts were made by tandem technical support (tts), however, no response was received by the customer. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.